Event description:
It was reported that the patient presented for replacement of the implantable cardioverter defibrillator (ICD) due to multiple failed shocks that occurred during ventricular fibrillation (vf) episodes. The patient was noted to have high defibrillation thresholds and was placed in a lifevest. The device was explanted and replaced. The patient was stable.